Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of wear/damage on the system controller was unable to be confirmed. It was communicated that the controller was exchanged due to the controller being aged and dirty with the "numbers rubbed off". The system controller (serial number unknown) was not returned for analysis, and no images were provided. A root cause for the reported event was unable to be conclusively determined through this analysis. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 2 of the patient handbook, ¿how your heart pump works¿, explains how to properly replace the running system controller with a backup system controller. The patient is cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side. Section 8 of the IFU, equipment storage and care¿, and section 6 of the patient handbook, ¿caring for equipment¿, explain how to properly care for the equipment, including the controller. Section 10 of the patient handbook, ¿safety checklists¿, instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. A review of the relevant sections of the device history records could not be performed as the serial number of the device was not communicated/identified. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The system controller was exchanged due to damaged labeling and wear and tear.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient's system controller was only a week old.